Event description:
The customer reported that the system displayed a precharge voltage error and would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, filament drive board, and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.